Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 11004254. A review of manufacturing documentation associated with this lot (11004254) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure on a patient who presented with a 0.9 mm aneurysm on the posterior circulation with a sub-aneurysm and secondary bleeding, the no distal tip 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11004254) became prematurely deployed in the body shaft of the headway® 21 microcatheter (microvention). There was nothing unusual noted about the system prior to use. Adequate and continuous flush was maintained through the microcatheter; when passing through the y-connector, the enterprise stent did not move forward and out of the introducer. It was confirmed that the device was used as per the instructions for use, but during the procedure, when the enterprise was being advanced through the microcatheter, there was resistance and the physician pushed back which caused the premature deployment in the microcatheter. The physician replaced the stent and the microcatheter, a prowler select plus was used, to successfully complete the procedure. There was no report of any patient injury or complication. It was confirmed that the secondary bleeding was not related to nor caused by cerenovus devices. The stent and stent delivery system did not appear damaged when it was removed. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. The delivery wire was observed without any damage. The introducer was in good condition. The actual stent was not returned. Without the return of the stent, functional testing could not be conducted on the received device. A review of manufacturing documentation associated with this lot (11004254) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The device component was returned without the actual stent component; functional test could not be conducted without the return of the stent. The 4.5mm x 22mm enterprise® vascular reconstruction device was deployed but when and whether it was prematurely deployed in the body shaft of the microcatheter as reported cannot be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 5/13/2019. [Additional information]: the healthcare professional reported that during the stent-assisted coil embolization procedure of a 0.9 mm aneurysm on the posterior circulation with a sub-aneurysm and secondary bleeding, the no distal tip 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11004254) became prematurely deployed in the body shaft of the headway® 21 microcatheter (microvention). There was nothing unusual noted about the system prior to use. Adequate and continuous flush was maintained through the microcatheter; when passing through the y-connector, the enterprise stent did not move forward and out of the introducer. It was confirmed that the device was used as per the instructions for use, but during the procedure, when the enterprise was being advanced through the microcatheter, there was resistance and the physician pushed back which caused the premature deployment in the microcatheter. The physician replaced the stent and the microcatheter, a prowler select plus was used, to successfully complete the procedure. There was no report of any patient injury or complication. The stent and stent delivery system did not appear damaged when it was removed. The product is reported as available to be returned for investigation. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 05/03/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 05/15/2019. [Additional information]: the healthcare professional reported that during the stent-assisted coil embolization procedure on a patient who presented with a 0.9 mm aneurysm on the posterior circulation with a sub-aneurysm and secondary bleeding, the no distal tip 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11004254) became prematurely deployed in the body shaft of the headway® 21 microcatheter (microvention). There was nothing unusual noted about the system prior to use. Adequate and continuous flush was maintained through the microcatheter; when passing through the y-connector, the enterprise stent did not move forward and out of the introducer. It was confirmed that the device was used as per the instructions for use, but during the procedure, when the enterprise was being advanced through the microcatheter, there was resistance and the physician pushed back which caused the premature deployment in the microcatheter. The physician replaced the stent and the microcatheter, a prowler select plus was used, to successfully complete the procedure. There was no report of any patient injury or complication. It was confirmed that the secondary bleeding was not related to nor caused by cerenovus devices. The stent and stent delivery system did not appear damaged when it was removed. The product is reported as available to be returned for investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure of an aneurysm, the no distal tip 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 11004254) became prematurely deployed in the body shaft of the headway® 21 microcatheter (microvention). The physician replaced the stent and the microcatheter, a prowler select plus was used, to successfully complete the procedure. There was no report of any patient injury or complication. The product is reported as available to be returned for investigation.